Manufacturer narrative:
The results of the investigation concluded that based upon visual inspection of the returned customer images, the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. A corrective action has been initiated to prevent similar sideport events.

Event description:
During the procedure, the sideport of the sheath was noted as detached. The sheath was replaced and the procedure was completed with no adverse patient consequences.